Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that they had a failed battery test alarm on their insulin pump. Customer also reported a battery out limit alarm on the insulin pump. The customer stated they have replaced the battery five times, but the alarm persisted. Customer's blood glucose was 74 mg/dl at the time of the call. Troubleshooting did not find any damage or corrosion to the customer's battery compartment or battery cap's contacts. Customer stated they would insert a new battery and call back if the alarm persisted. Customer declined to return the product for analysis.